Manufacturer narrative:
This report is submitted on november 27, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on may 13, 2019. The patient was not reimplanted.

Manufacturer narrative:
This report is submitted february 4, 2020. (B)(4).